Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately eight months post index procedure the patient suffered from type 2 myocardial infarction. Investigator and safety assessed that the event was not related to index device or antiplatelet medication. The patient recovered. Cec adjudicated the event as non-q-wave mi (vessel unknown).